Event description:
Doctor received shock while using bicap electrosurgical unit.

Manufacturer narrative:
The root cause of the reported malfunction was not able to be determined. The generator was calibrated and tested and found to meet specifications.